Manufacturer narrative:
Device evaluation: returned device was received in fair condition with a missing knob. During the evaluation of the device both led's were lit at the same time. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that high and low pressure was indicated at the same time to a smiths medical pneupac® parapac® ventilator. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in worn physical condition. There was noted wear and tear to the enclosure, front cover, tank cover, and line cord as well as an outdated pcb and power switch. During the evaluation of the device, the issue was able to confirmed. The product had a cracked water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.